Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited multiple episodes of lead noise. However, noise was not reproduced during isometrics. Patient was stable and will continue to be monitored.